Event description:
Additional information: the resolution hemostasis clipping device was to be used for a post-polypectomy bleed during a colonoscopy procedure. After advancing the device into the patient, prior to grasping tissue, the clip prematurely deployed. Although the clip initially remained loosely attached to the end of the delivery catheter, the nurse reported that it did detach into the patient and was left to pass naturally. The procedure was completed with another resolution clip device without issue. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Based on the additional information, this event is no longer considered MDR reportable. A visual evaluation of the returned device found that the clip assembly was fully deployed and not returned. The control wire was separated per design. The reported event of the clip prematurely deployed was not able to be confirmed as the clip assembly was not returned for analysis. However, the event likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure. According to the complainant, during the procedure, the resolution clip "misfired or wouldn't deploy." There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.